Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found that the cause of the backup operation was found to be due to battery voltage drops cause by a defective battery. This could have caused the reported backup vvi mode complaint from the field.

Event description:
It was reported that the implantable cardiac monitor had been explanted, the physician was trying to interrogate the device but during the interrogation process it went to vvi back up mode. An attempt to download software message -the telemetry was lost - appeared. The patient had been lost to routine follow ups.